Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level 39 and 41 mg/dl. Customer was treated with juice and carb for low blood glucose level. Customer had blood high blood glucose level over 200 mg/dl. Customer declined troubleshooting for high and low blood glucose level. Customer the insulin pump will not be returned for analysis.